Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, the pacemaker exhibited pacing inhibition due to oversensing electromagnetic interference (emi). Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, the pacemaker exhibited pacing inhibition due to oversensing electromagnetic interference (emi). Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction h10: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis was unable to determine the cause of the reported field observations. Visual examination of the device header and case noted no anomalies. The device could not be interrogated; therefore, it could not be confirmed that the device was operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was 2.97 volts. The battery was removed and an external power source was connected to the device circuitry. The current draw of the circuitry was measured overall, and across all power supplies. A normal current drain was observed within the circuitry. Additionally, electrical measurements of the telemetry module were normal. During analysis, some testing performed required disconnecting power. After power was reconnected, telemetry function became available again; however, disconnecting the power results in memory loss. As such, no root cause for reversion to safey mode could be confirmed. Once telemetry function resumed, known good firmware was reloaded on the device. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately. The battery was sent for detailed testing and it passed all testing. Analysis was unable to determine the reason this device moved to safety mode operation or why it could not be interrogated upon receipt.

Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, the pacemaker exhibited pacing inhibition due to oversensing electromagnetic interference (emi). Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.